Event description:
It was reported that the ilet charging pad was not working as the indicator light blinked and would not remain solid despite attempts with multiple outlets, and a replacement charger was sent. Investigation of this case revealed a fracture-type device problem associated with the battery charger component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure that required replacement.